Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 3 months (B)(4). A portion of the percutaneous lead (driveline) has been returned for evaluation.the evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that during a clinic visit, a pump stoppage occurred when the patient¿s white power lead was connected to the power module from battery clip. The patients vad system was then connected to batteries without incident. The vad system was then connected to a power module using an ungrounded patient cable and device interrogation confirmed a pump stoppage. The patient was reported to be symptomatic at the time of the pump stoppage event. Technical services reviewed the submitted log file which contained data from (B)(6) 2018 and observed a pump stoppage on (B)(6) 2018 at approximately 13:37. This event occurred when the white power cable was disconnected from battery power and connected to the power module. A short to shield condition was suspected. X-ray images submitted were unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Approximately 17 inches of the external driveline was replaced. Post repair, no issues were observed after the patient¿s vad system was connected to a power module using a normal patient cable. On (B)(6) 2018, it was reported that the patient underwent a pump exchange due to additional driveline fault alarms after the replacement was completed. The patient is reported to be doing well and in stable condition. No additional information provided.